Event description:
The customer reported that the device has a battery test issue. No other information is available at this time. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.